Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that the device would not initialize/power up. There was no pt involvement.